Manufacturer narrative:
Additional devices involved in this event: plc231000/13763394, plc231000/14248631, and plc231200/14108667. UDI of rlt261412/14883307: (B)(4). Concomitant medical products: patient medications - amiodarone, aspirin, metoprolol, simvastatin, triamterene-hydrochlorothiazide. (B)(6). (B)(4).

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2016, the patient underwent treatment of a 63 mm abdominal aortic aneurysm using four gore® excluder® aaa endoprostheses. On (B)(6) 2016, ultrasound reportedly showed the aneurysm measured 57 mm. On (B)(6) 2017, ultrasound reportedly showed the aneurysm measured 62 mm. On (B)(6) 2017, imaging reportedly showed the aneurysm had enlarged to 63 x 59 cm (previously measured 59 x 56 mm on an unknown date). On (B)(6) 2017, ultrasound reportedly showed the aneurysm measured 62 mm. On (B)(6) 2017, follow up imaging identified a type ii endoleak. The same day, embolization was reportedly performed to treat the endoleak. It was reported the embolization resolved the endoleak in terms of cessation of flow from the endoleak origin (not provided) and the lumbar vessels. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.